Manufacturer narrative:
Eval: the iab was returned with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. A kink was noted in the inner lumen within the membrane. The sheath used with the balloon was not returned for eval. The catheter od was measured and found to be within datascope's mfg specs. With a vacuum drawn and maintained on the folded membrane, it was not possible to pass the folded membrane through a lab 10 french, 6 inch sheath/hemostasis valve assembly due to the condition of the inner lumen. Probable cause of difficulty: the reported difficulty was verified during lab examination. Based on the lab examination of the returned iab, it is not possible to determine the exact reason for the encountered difficulty. Having the opportunity to examine the original sheath may have provided some add'l insight into the encountered difficulty. The user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire (it was indicated that the iab was handled several times prior to insertion). The catheter was held too far back from the site of insertion.

Event description:
The dr was unable to insert the iab into the sheath. A second iab was inserted. On 3/30/98 the following info was reported to datascope: the iab was handled several times prior to insertion. The pt coded and the balloon slightly unraveled. The dr was unable to insert the iab through the sheath. A bard iab was then used. The iab was attached to the pump and the fill button was pressed prior to insertion. [Event complications]: unk-reported 3/6/98. [Pt's current status]: unk-3/6/98.